Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. It was noted that the patient had been recently implanted with an epicardial lead, after which the right atrial lead was noted to have been dislodged. It was questioned if adding the epicardial lead caused the dislodgement. The patient was scheduled for a lead revision. To date, there have been no reported adverse patient effects related to this clinical observation.